Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user error/ programming issue.

Event description:
It was reported that the customer reached out to a bd senior pharmacy consultant to reported an issue where epopostenolol for cath lab can¿t be infused because the new software (v 12.1.4) will not allow the concentration limits for the drug to be programmed below 1,000 ng/ml. This occurred on (B)(6) 2025 at 1700. The pharmacy sends a bag of 0.05 mg in 100 ml to cath lab which is 500 ng/ml. In addition, the customer can¿t program 0.05 mg in 100 ml as a concentration and therefore the drug needs to be programmed as a ¿wild-card¿ (where the nurse enters the drug amount and volume before starting the infusion). With the new software, they are required to program a hard min for any wild card concentrations. The cath lab nurses had an issue friday with this drug and could not infuse the drug due to the lowest concentration to be programmed was 4,999 ng/ml. The cath lab nurses were able to find old pumps and infuse the drug properly and correctly using the old pumps. There was patient involvement but no harm. After the bd pharmacy consultant reached out the customer, it was confirmed that the customer entered concentration limits for the epoprostenol custom concentration build which was required when they converted to guardrails v12.1.4. It is also noted that to avoid use errors related to custom concentration programming (12.1.2): bd alaris¿ guardrails¿ user interface (ui) has been updated to alert the clinician of the potential risk of programing errors during custom concentration programming. Use errors related to custom concentration programming: bd alaris¿ guardrails¿ user interface (ui) has been updated to alert the clinician of the potential risk of programing errors during custom concentration programming. A first screen alerts the clinician of a ¿possible over-dose¿ or ¿possible under-dose¿ and provides the clinician with additional information on why they are receiving the alert. A second screen allows the clinician to decide on the path forward ¿ to continue with the programming (soft limit) or reprogram (hard limit). Additional protection added to custom concentration programming by requiring pharmacy to set hard minimum and maximum concentration values, in the guardrails¿ editor software version 12.1.3. It was also noted that the pharmacy and cath lab are working together to develop a build in the drug library that will allow them to administer the infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reached out to a bd senior pharmacy consultant to reported an issue where epopostenolol for cath lab can¿t be infused because the new software (v 12.1.4) will not allow the concentration limits for the drug to be programmed below 1,000 ng/ml. This occurred on (B)(6) 2025 at 1700. The pharmacy sends a bag of 0.05 mg in 100 ml to cath lab which is 500 ng/ml. In addition, the customer can¿t program 0.05 mg in 100 ml as a concentration and therefore the drug needs to be programmed as a ¿wild-card¿ (where the nurse enters the drug amount and volume before starting the infusion). With the new software, they are required to program a hard min for any wild card concentrations. The cath lab nurses had an issue friday with this drug and could not infuse the drug due to the lowest concentration to be programmed was 4,999 ng/ml. The cath lab nurses were able to find old pumps and infuse the drug properly and correctly using the old pumps. There was patient involvement but no harm. After the bd pharmacy consultant reached out the customer, it was confirmed that the customer entered concentration limits for the epoprostenol custom concentration build which was required when they converted to guardrails v12.1.4. It is also noted that to avoid use errors related to custom concentration programming (12.1.2): bd alaris¿ guardrails¿ user interface (ui) has been updated to alert the clinician of the potential risk of programing errors during custom concentration programming. Use errors related to custom concentration programming: bd alaris¿ guardrails¿ user interface (ui) has been updated to alert the clinician of the potential risk of programing errors during custom concentration programming. A first screen alerts the clinician of a ¿possible over-dose¿ or ¿possible under-dose¿ and provides the clinician with additional information on why they are receiving the alert. A second screen allows the clinician to decide on the path forward ¿ to continue with the programming (soft limit) or reprogram (hard limit). Additional protection added to custom concentration programming by requiring pharmacy to set hard minimum and maximum concentration values, in the guardrails¿ editor software version 12.1.3. It was also noted that the pharmacy and cath lab are working together to develop a build in the drug library that will allow them to administer the infusion. There was patient involvement but no harm.